Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. Customer's blood glucose level was not impacted. Troubleshooting did not occur with tandem's technical support as the alleged issue occurred in the past and that the customer had already changed out the supplies.